Event description:
It was reported that a person using the ilet experienced recurrent low blood glucose events, with self-reported readings around 50 mg/dl, which were treated with oral carbohydrates and glucose tablets; after considering a return, the person resumed pump use and reported acceptable operation. Investigation of this case revealed no definitive device malfunction and an unclear cause of the hypoglycemia. No symptoms associated with hypoglycemia. Outcomes included self-treatment at home without medical intervention or hospitalization. It was concluded that the cause of the hypoglycemia was undetermined and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.